Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the hinge of the fenestrated bipolar forceps (fbf) instrument was catching small bowel tissue. The instrument was removed, and a backup instrument was used to complete the procedure. There was less than 15 minutes of procedure delay. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Additional information: the mesentery, fat tissue, and bowel became adhered to the hinge of the fenestrated bipolar forceps (fbf) instrument during the procedure. The customer was able to twist the tissue out of the hinge of the instrument. There was no bleeding associated with the event. Also, there was no need for the surgeon to excise tissue in order to retrieve the instrument. The patient has not experienced any post-operative complications. Device evaluation: intuitive surgical, inc. (Isi) received the fbf instrument to perform failure analysis. The fbf instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The blades opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.